Manufacturer narrative:
(B)(4). We received one used introcan safety pur 22g, 0.9x25mm-sa wihtout packaging. The sample was taken to a visual examination. The capillary of the introcan safety pur 22g, 0.9x25mm-sa was penetrated by the introcan cannula approximately 10 mm from the tip. The area of the puncture shows a v-shaped damage. The observed failure mode is consistent with tests which have been conducted whereby the cannula pierces the capillary tubing due to withdrawing and pushing forward again..." According to this damage this event is most likely an application problem and consider the complaint not justified.

Manufacturer narrative:
(B)(4). The device is currently shipping from (B)(6) to bbm in (B)(4) for investigation. A follow-up report will be provided after the inspection results are available. The reported material no.(B)(4) and batch no. 15c23g8316 combination does not exist in our sap system. For (B)(4), the correct material number is (B)(4) and upon review of DHR against complaint batch no. 15c23g8316, there is no such defect encountered during in-process inspection and at final control inspection.

Event description:
As reported by the user facility (translation of user facility information by bbm sales organization in (B)(4) ): "at the time of puncture occurred vein transfixation with polyurethane catheter breakage".